Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customer's blood glucose (bg) level was 228 mg/dl. The customer declined to reload the cartridge and indicated that a correction bolus would be delivered. In addition, the customer reported having an elevated bg level of 545 mg/dl earlier that day. The customer delivered correction boluses to address bg level. The customer stated that felt as though they had not been receiving insulin. However, as the customer had changed out all supplies prior to contacting tandem technical support, troubleshooting was unable to be performed.